Event description:
Patient reported for right side "the patient wants to replace the prosthesis because does not want to live with this fear and insecurity in having a prosthesis that can cause problems for health". Patient later reported , "patient with a lot of pain, especially on the left side, the physician informed that the patient needs to remove the breast implants. Also reported capsular contracture baker grade IV, nodule (not device related), cysts, and "discreet radial folds". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.